Event description:
It was reported to philips that the led light for the device would not stay powered on due to a defective ac power module (api1ad41-000 d 0645 c). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.